Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the surgeon went to radiology and had a disc burned with only dicom images and it loaded just fine. The first disc had extra items included that the system could not read. System was just fine and case proceeded normally.

Manufacturer narrative:
Other relevant device(s) are: sftwr 960-152 media io, version 3.17. Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site couldn't load an exam onto the system. The site was able to load the exams on a different navigation system, the spacing and slice thickness were not the same, so had some overlap.  Surgeon ended up using imaging system instead of pre-op CT in the upcoming case. They received a no source image error. No patient present when the issue occurred.

Manufacturer narrative:
A software investigation was initiated. Unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.